Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had vision issues like see out of the eye. The consumer thought was that, wrong prescription lens were implanted. The surgeon did a stitch to hold the lens in place. It must have been a little tight the astigmatism was a plus or minus 6 and patient was originally a 3. After removal of stitch, patient could see instantly after removal of stitch.